Event description:
It was reported that during a ptca procedure, the liberte stent came off of the delivery system and remains in the body. The lesion being treated was located in the 80 to 90% occluded right coronary artery (rca), but significant tortuosity was found in the iliac system. Several attempts were made to engage the artery, with success finally achieved with another MFR's guide catheter and .014 pt2 guidewire. The lesion was predilated by another MFR's balloon to nominal pressure. An attempt to cross the lesion was made with the liberte monorail stent delivery system. Difficulty was experienced and while the delivery system was being repositioned within the guide catheter, the stent became dislodged. It was found to be positioned at the ostium of the right profunda artery, and did not appear to be causing any issues, so it was left in place. The lesion was then successfully treated with another MFR's stent with post-dilation performed with a quantum maverick balloon. Pt remained on integrilin and plavix, with a final pt status reported as 'okay'.

Manufacturer narrative:
The stent remains in the body and the delivery device has been disposed of, therefore, no direct product analysis can be completed, and no root cause determination can be made. The mfg records for top assembly batch 9153948 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.